Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) stated that once put new bottle of helium on, no leak heard. Completed leak checks on cart and pump, all ok. Fully checked out pump and no faults seen. Function checks good. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿helium tank". The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed as the part was retained by the customer. Probable root cause: component reliability.

Event description:
It was reported by customer during use that the cardiosave intra aortic balloon pump unit had helium regulator found faulty. There was patient involvement but no harm reported.

Manufacturer narrative:
Due to character limitation in e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component code, investigation findings).